Event description:
Product returned from representative with an equipment return form, programmer print- outs, and a memo describing atrial lead problems. Comments: "the atrial lead was exhibiting symtoms of lead fracture/failure (see print-out dated 2007) and lead was replaced six days later. When the generator was reconnected (we were) unable to establish telemetry despite numerous attempts/resets."